Event description:
The user facility reported that after an employee loaded a basket into a reliance vision washer, the "door close" button was pressed to close the door. The basket became stuck as the door closed, resulting in a "door obstruction" alarm. With the door still in the down position, the employee pushed the basket into the washer and the door closed on her hand. The employee sustained bruising and a laceration on her hands and went to the ER where she received stitches and x-rays. The user facility reported that the employee has returned to work and is fine with no sustaining injuries. There were no reported procedural delays or cancellations.

Manufacturer narrative:
A steris technician inspected the washer, verified that the washer door and switches were operating properly, and could not duplicate the reported event; no issues were noted with the operation of the equipment. The unit was returned back to service and no further issues have been reported. The reported event is attributed to user error. The equipment operator manual states: "incorrect rack loading/overloading could lead to injury and/or damage to the equipment or instruments" (pp. 1-1). The manual further states: "warning - burn hazard: if an obstruction is present in the chamber door, do not attempt to remove the object. Door automatically raises and remains open. Hot water and steam may be sprayed though door opening. Always wear appropriate personal protective equipment and wait for water flow to stop" (pp. 4-35). The steris account manager offered an in-service on proper operation of the equipment, however, the user facility declined.